Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient had been hospitalized. Follow up with the pd patient's nurse revealed the patient was admitted to the hospital approximately one week prior to (B)(6) 2015 for diabetic ketoacidosis (dka). The nurse stated the patient was able to continue pd therapy during his admission. As of (B)(6) 2015 the patient was still hospitalized. Medical records were requested.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the device record review confirmed the labeling, material, and process controls were within specs. Several unsuccessful attempts have been made to obtain medical records related to the event. If add'l info should become available, a f/u report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.